Event description:
The reporter indicated the surgeon implanted an 11.5mm (B)(4) implantable collamer lens in the pt's left eye (os) on (B)(6) 2010. The reporter indicated when the surgeon unsealed the icl, the lens seemed yellowish. The surgeon proceeded to implant the icl and the surgery went well. There was no pt injury. The icl remains implanted.

Manufacturer narrative:
(B)(4) (yellow-colored lens), (B)(4).

Manufacturer narrative:
Method - lens work order search, device history record review. Results - a lens work order search was performed and no similar complaints were found within the work order. Two lenses from the same work order were re-inspected and were found to be in specification. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions - based on the complaint history, work order search and the device history record review, it was found that a high diopter lens, therefore thicker lens, appears more yellow than a low diopter lens. This lens is safe, presents no risk to the patient and has no affect on the patient's vision. (B)(4).